Event description:
Medics report that during a air lift transport, a patient converted to v-fib, disposable defibrillation electrodes were attached to the patient. Reportedly when an attempt was made to charge the device it would only charge to 40 joules. The device operator removed the charge by changing the selected energy and switched to using hard paddles, an attempt was made to charge the device, it would not charge above 40 joules. At that point the patient's rhythm converted to asystole. The medics then began asystole protocols; the patient was not resuscitated. The reporter stated the patient's outcome was not a result of device operation. The reporter stated the patient had suffered trauma and the patient's death was attributed to the trauma.

Manufacturer narrative:
Medtronic continues to investigate the reported event.